Event description:
On (B)(6) 2009, stryker biotech learned of a report in the literature (management of pelvic instability secondary to chronic pyogenic sacroiliitis: case report, nikolaos k kanakaris et al, surgical infections, vol 10, no. 4, 2009) involving a female patient who experienced 'minor complications in wound healing' after receiving bmp-7 and autologous bone as part of a procedure to repair a damaged right sacroiliac joint. The patient, a 26 (B)(6) female with a history of intravenous drug use, was admitted to the hospital on an unknown date with pelvic pain and was subsequently diagnosed with chronic destructive pyogenic sacroiliitis and gross pelvic instability. Neurologic examination of her lower extremities and bladder and bowel were normal; blood cultures and screens for immunodeficiency syndromes were negative. However, the patient was unable to walk independently and was on a pain management regiment which included opioids (nos). The patient had also been a heavy smoker for the previous 11 years. An anteroposterior radiograph of the patient's pelvis taken upon her initial assessment revealed 'significant destruction' of the right sacroiliac (si) joint accompanied by pelvic instability. The patient subsequently underwent six surgical debridements over a 27 day period to remove scar tissue and infected tissue from her pelvis. Over the course of the six debridements, (B)(6) were isolated from the debrided tissue. The patient was placed on a regimen of antibiotics which included fluclox, vanc in conjunction with cefurox, fluclox in conjunction with cipro, fluclox and ceftaz in conjunction with penv, and fluclox (oral). In a separate procedure approximately one month later, the patient's pelvis was stabilized using a tricortical iliac crest autograft with a double 3.5 reconstruction plate fixation. Cortico-cancellous autograft combined with bmp-7 was applied to the defect site in the pelvis and stabilized with a pair of cannulated 7.3 iliosacral screws at the first and second sacral vertebra. The patient remained hospitalized following the procedure during which time she experienced minor complications in wound healing (not otherwise specified) which did not require surgical intervention. She was discharged 34 days postoperatively. Union of the patient's symphysis pubis was observed radiographically during a follow up visit in the fifth postoperative month, at which time the patient reported that she was pain free 'for most of her daily activities'. Thirteen months postoperatively, the patient was able to walk freely with no aids, and (B)(6) and pelvic posterior thrust tests were negative. Additional information will be requested.